Event description:
Per the clinic, the patient experienced skin breakdown at the implant site, exposing the implant magnet. The patient was placed under a general anesthesia on (B)(6) 2023 for a skin revision surgery. Subsequently, the patient was also treated with oral and IV antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on november 20, 2023.